Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp edge opening. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a sharp opening edge on posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.